Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 408 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. The customer stated that when they put a brand new battery in insulin pump had an alert that, the battery was not working and the insulin pump shuts off after a few minutes. The customer stated that the internal power source in the insulin pump was unable to charge. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was unable to troubleshooting for high blood glucose due to power error issue. The insulin pump will be returned for analysis.